Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3692 showed six similar product complaint(s) from this lot number.

Event description:
It was reported catheters with short time of use, showing cracks and so leakage. Most of the cracks have been happening at the hub. Children will need a new catheter programming, being exposed again to sedation to perform the procedure. Catheter insertion date: (B)(6) 2021 and removal on (B)(6) 2021 due to leak in the hub.